Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the monitor was not working. The unit turns on, but the screen was faded out. The entire system was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.